Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to take several actions, including disconnecting tubing and delivering boluses, and was informed that insulin on board would be affected. The occlusion alarm recurred multiple times until the customer completed a bolus with a new cartridge successfully. However, clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.